Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The customer was performing coronary diagnosis. The procedure was aborted, and the patient was moved to another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log files indicated wire footswitch was activated when system was re-booted. Upon troubleshooting, fse found that the footswitch was full of dried blood causing the foot pedal switch to be stuck on exposure ¿on¿ position. The philips engineer cleaned the dirt and suggested the customer to use plastic cover on footswitch during procedure. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The customer was performing coronary diagnosis. The procedure was aborted, and the patient was moved to another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed the system would not x-ray. Review of system log files indicated wire footswitch was activated when system was re-booted. Upon troubleshooting, fse found that the footswitch was full of dried blood causing the foot pedal switch to be stuck on exposure ¿on¿ position. The philips engineer cleaned the dirt and suggested the customer to use plastic cover on footswitch during procedure. After which, the system was returned to use in good working order. Based on further analysis of the reported information, it was determined that the system being unable to x-ray was related to the user activating the "emergency power off" switch and shutting off the system¿s main circuit breaker. Due to this, the system displayed several errors, most likely caused by the fact that some parts of the system were still powered while others were not, and x-rays were not available for a period of time. Although it was initially reported that the footswitch was sticking because it was dirty, there was no indication in the system log files that the footswitch was actually sticking or that the condition of the footswitch was affecting the function of the device. Nonetheless, the philips field service engineer (fse) appropriately cleaned the footswitch and returned the system to use in good working order. Additionally, though it was originally reported that the customer could not terminate an exposure, log file analysis shows that radiation stopped the moment the footswitch was released. However, after the footswitch was released, the x-ray on indicators remained on, giving the incorrect impression that the x-ray was still active or that the footswitch was stuck. Log file analysis indicates that this was caused by a known software issue causing the x-ray on light and signals to not turn off immediately after the foot switch is released. When this issue occurs, x-ray indicators remain on after the termination of x-ray emission. X-ray emission is terminated correctly when the foot pedal or hand switch is released, and there is no risk of unintended radiation. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the during fluoroscopy, the customer could not terminate the exposure. The customer activated the emergency stop and turned off the main circuit breaker. When power was turned back on, the system would not x-ray. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and could not confirm the reported problem of not able to x-ray, however, troubleshooting actions showed a problem with the foot switch intermittently sticking. The fse cleaned the footswitch and returned they system to good working order.